Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2001 - the patient underwent a preperitoneal repair with implantation of a small bard kugel patch for an indirect right inguinal hernia. On (B)(6) 2013 - the patient experienced hernia recurrence. The bard kugel patch was noted to be somewhat bunched up. The physician was unable to tell if the plastic ring was damaged. The kugel mesh was explanted and a mesh plug was implanted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Due to the age of the device, manufacturing records were not reviewed at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.